Manufacturer narrative:
Initial.

Event description:
It was reported that an infusion set for the ilet system was inserted manually, resulting in a bent cannula that prevented insulin delivery and led to elevated blood glucose of 250 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for product replacement and user education. Investigation included complaint intake, user interview, and troubleshooting with education on correct infusion set insertion. Investigation of this case revealed user technique error leading to an improperly deployed infusion set and occluded cannula, consistent with infusion set deployment issues. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.